Event description:
A pt reported experiencing inaccurate erratic results with the pt's surestep meter. Pt's blood glucose was 158 mg/dl (hcp) us 94 mg/dl (surestep). Tests were done 21-30 minutes apart. Pt did not experience any adverse events. No furhter info has been reported.